Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep cross contamination occurred. The following information was reported by the initial reporter: "there are fungi and bacteria on the slides after sample processing from about 3 days ago."

Manufacturer narrative:
Complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges instrument slides observed to have fungi and bacteria after sample processing, no erroneous results were reported. Service cleaned the quad bundles and replaced all reagent dispensing tubing. Post intervention the instrument was left operating normally. Root cause is attributed to dirty tubing and bundles. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, ppla300170 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 09/25/2014. Service history review was performed for the instrument ppla300170, and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There is no corrective and preventative action plan in place. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter." H3 other text : see h.10.

Event description:
It was reported that while using bd totally slideprep cross contamination occurred. The following information was reported by the initial reporter: "there are fungi and bacteria on the slides after sample processing from about 3 days ago.".